Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon split down the middle. Tampon removal was difficult and painful. Her pain subsided after tampon removal. She saw her doctor and doctor confirmed no tampon pieces remained inside.